Event description:
A customer and his wife called in reference to fa notification and affected test strips reporting they had slow filling times and on (B)(6) 2011 received readings of 198 mg/dl and 191 mg/dl that they perceived as erratic. The results when plotted on parkes error grid fell into an "a" zone showing the difference in values being clinically insignificant. The caller further reported that "customer feels that due to these issues they have been causing him to pass out due to low sugars in the evening possibly around 6 times." The customer's wife reported she called the ambulance each time and they gave him an IV fluid, but they are not sure what it is. In addition, during these events at various times, customer's wife gave him some juice, or an oatmeal cookie with cream to bring his sugar back up. The customer further reported he went to the doctor the next day or two after the passing out experience, and the doctor gave him a full checkup. Customer also reported that he normally tests 3 times a day, and every day takes his normal treatment of 40 units of insulin in the morning, and 40 units in the evening. They also stated that the last time the paramedics came, their adc meter read in the 40's and the paramedics meter was reading higher. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45729) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.